Event description:
A technician reported a pt with dry eye, a foreign body sensation and light sensitivity two weeks post bilateral lasik. Pt was started on a steroid drop with a slow taper and artificial tears. The foreign body sensation and light sensitivity has cleared and the dry eye is much improved. There are two medical device reports associated with this event. This report reference the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).